Event description:
Head keeps popping off doesn't fall off but it is coming loose in mouth it doesn't click on to the brush properly - oral-b [device connection issue]. Case narrative: a parent via phone stated that the oral-b kids disney toothbrush head on their son's oral-b professional care toothbrush, model 3756, kept popping off, but did not fall off completely. It was coming loose in his mouth and it did not click onto the oral-b toothbrush properly. No injury was reported. On 05-jul-2023 case update: the suspect product lot was bf5443045. No injury was reported. On 01-aug-2023 case update from information initially received on 05-aug-2023: the suspect product lot was bf54430459. No injury was reported.

Manufacturer narrative:
On 24-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head keeps popping off doesn't fall off but it is coming loose in mouth it doesn't click on to the brush properly - oral-b [device connection issue] case narrative: a parent via phone stated that the oral-b kids disney toothbrush head on their son's oral-b professional care toothbrush, model 3756, kept popping off, but did not fall off completely. It was coming loose in his mouth and it did not click onto the oral-b toothbrush properly. No injury was reported. 05-jul-2023 case update: the suspect product lot was bf5443045. No injury was reported.